Event description:
It was reported that the patient experienced a shocking or jolting sensation following a fall. The shocking occurred at the implantable neurostimulator location as well as at the lead/extension connection location. The patient had fallen several times in the last year or so, and was not sure whether the device had moved. The patient had had the device off for several months at the time of report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3998, lot# v253299, implanted (B)(6) 2009, explanted unk; extension model 3708240, serial# (B)(4), implanted (B)(6) 2009, explanted unk; programmer model 37743, serial# (B)(4).